Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colostomy sigmoid resection, while performing anastomosis, there was a poor staple formation and it leaked. The donuts were incomplete and they had to "over, sewed" to the fixed staple line.